Event description:
It was reported that a user applied a new dexcom g6 sensor that failed to pair with the ilet device, and phone support guided the user to toggle the dexcom g6/g7 setting and reenter the transmitter code, then advised waiting for the sensor to connect. Symptoms included no clinical effects. Outcomes included no clinical impact and no medical intervention. Investigation included customer service troubleshooting and education. Investigation of this case revealed a communication or pairing failure between the continuous glucose monitor and the ilet without device damage or alarms, and the issue was limited to pairing of the ilet with the dexcom g6. It was concluded, based on previously established findings for similar reports, that the cause was an operational or use-related pairing issue.